Manufacturer narrative:
The product was not returned for analysis. Two potential lot numbers were provided. Complaint history and product history records were reviewed for both lots and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the cartridge split while injecting the lens. It was reported there was patient contact, but no patient harm. The procedure was completed using the same cartridge. The physician also reported nothing has changed with his methods and he loads his own iol's.